Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the shuntassistant 2.0 has a blockage and the progav 2.0 valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve is tested in the horizontal position. The measurement of the shuntassistant 2.0 could not be performed because the detected blockage. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. An accelerated outflow is detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection : after dismantling of the valves, no deposits were found in both valves. Results: based on our examination results, we can determine a blockage on the shunt system at the time of our examination. We suspect that the deposits found inside the valve have led to the functional impairment. We would also like to point out that according to the questionnaire, the patient has a high probability of obstruction. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx647t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operating in under-drainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 185 centimeters (cm). Weight: (B)(6). Gender: male.